Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant had an impella cp placed for a patient admitted in with acute myocardial infarction complicated by cardiogenic shock. It was reported that a small hematoma was noted and manual compression was applied and the hematoma resolved. The patient was transferred to intensive care unit and again started waking up and trying to sit up flexing his hips and knees. The dressing was noted to be more saturated and again a hematoma was noted. Manual compression was applied with near complete resolution of the hematoma. The patient is on integrilin as well but planning to stop if hematoma does not resolve. The patient remained on support for a few more days until successful weaning of the pump and the patient survived.

Manufacturer narrative:
Investigation summary: the investigation has been completed. Hematoma: the cause of the injury is most likely use related since the patient began waking up trying to sit up flexing his hips and knees. At that point, oozing from the dressing was noted and a small hematoma was noted that was not there prior. Device history review: the pump passed all the post sterile inspection checks.